Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction.. Electrode belt sn (B)(4) was not recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient was reportedly sleeping prior to passing. Per clinical review of the available ECG data, the device was started up at 08:29:23 on (B)(6) 2020. The device detected an arrhythmia at 14:03:38 with response button use, while the patient was in sinus tachycardia at 100 bpm slowing bradycardia at 40 bpm with nsvt. The device detected an arrhythmia at 14:04:45 with response button use, while the patient was in bradycardia at 15 bpm with nsvt. The patient's rhythm then degraded to vt at 250 bpm with response button use. It is unclear who was pressing the response buttons. The device was shutdown at 14:05:05 on (B)(6) 2020. The device properly detected vt although the response button use and the fact that the patient was not in vt long enough prior to the device shutdown prevented the lifevest from delivering a treatment. The device acted as designed. There is no indication that a device malfunction caused or contributed to the patient's death. Reporting out of an abundance of caution as it is not known who was pressing the response buttons or who shut down the device.